Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the device was not detected on the bus. A field service engineer (fse) assisted customer in recovering the pockets and rebooted the station associated with the not detected on bus drawer. The customer tested the functionality on the main application, and all operations were confirmed to be working properly. The system functioned as intended after the field service engineer assisted the customer in troubleshooting the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer one was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.